Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Patient presented with traumatic injury to right eye as toddler poked eye. Flap lifted and removed ingrowth (B)(6) 2015. On (B)(6) 2015 noticed patient developed diffusse lamellar keratitis in right eye. Flap was lifted and irrigated same day. Patient seen on (B)(6) 2015 much improved visual acuity sans correction (vasc) 20/20 in both eyes. Patient referred back to primary eye care provider.